Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that after use the cs100 intra-aortic balloon pump (iabp), the transport module was placed incorrectly on the trolley by the user. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Manufacturer narrative:
The (fse) reported that the reported issue was due to improper placement of the unit on the transport trolley. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.